Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury as a result of the issue. The procedure was completed robotically with the valley lab generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that the integrated electrosurgical unit (iesu) or erbe was showing c-34 errors. The csr called on behalf of the customer to report the issue. The csr was not onsite, and the tse instructed the csr to have the customer check the pedals in the drawer, power cycle the erbe, and move any other devices away from the erbe that could cause magnetic interference. The tse reviewed the logs and confirmed the presence of c-34 errors. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce c-34 error and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem was, erbe is showing c-34 error, was not able to be confirmed using system logs. Upon visual inspection, there were no issues found that would be related to the reported event. However, the unit has deep scratches underneath; otherwise, the unit is in good condition. The erbe was tested using system and upon powering on displayed error c-34. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The root cause of the reported event could not be determined. The root cause could possibly be attributed to a generator component problem due to voltage errors.